Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm. After loading a new cartridge the customer's insulin gauge was inaccurate. Customer's blood glucose was 170 mg/dl. Troubleshooting could not be performed as the customer had already changed out all supplies and resumed insulin delivery.